Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller to clean the pneumatic tap area on the pump and guided them through the process of filling and loading a new cartridge following the proper technique. Loading a second cartridge resolved the issue, allowing the caller to successfully resume insulin delivery.